Manufacturer narrative:
Visual inspection of the unit revealed that several internal components were bent and a large segment of the heater wire was no longer fastened in place. This loose wire had tangled together, creating an area of excessive heat which had discolored the fabric foundation of the unit, although we found no evidence of an actual burn. We determined that this report was attributable to misuse of the unit on the part of the consumer.

Event description:
It was reported the unit burned.